Manufacturer narrative:
The pump had constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The displacement test was unable to be performed due to the motion sensor test failure alarm. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer has been in the hospital for non-diabetes related reason, and has been off their pump, because of a motion sensor test failure alarm on their device. It was reported that the customer's device was exposed to an MRI, and now prompts the motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 180mg/dl. Troubleshoot was reported to be conducted, and the customer was advised that the device would be replaced and returned for analysis.